Event description:
The pt experienced a change in her stimulation sensation following a fall. Specifically, she usually felt a "bubbly" sensation in her right leg but now felt painful stimulation on her left side and across her back. She had tried all four programs she had with no success. It was noted that she had gallstones and was on antibiotics for cellulitis. Additional info was requested.

Manufacturer narrative:
(B)(4).